Event description:
A doctor called to report that the customer was admitted to the hospital for dka. The doctor stated that the customer was still connected to the pump. The call was transferred to the customer's room and the parent informed that the customer was sleeping. The parent was not comfortable to troubleshoot the pump. It was unknown at the time of call if the customer has changed the tubing or not or if they were using the same tubing. The customer was treated with IV drip. Later the customer called back to troubleshoot the pump. Pump passed the testing. Moreover, the customer did not perform the fixed prime after inserting the set. The customer is thin and often has pain at the site. The customer also had some scar tissue. Instructed the customer to remove the set and the cannula was bent.